Manufacturer narrative:
Other, other text: h6: evaluation codes updated. Device evaluation: one sample was returned. A visual inspection found that there was no abnormality in the appearance of the main body. During the functional testing, the product worked properly. Although the event was not reproduced, based on the reported event, it is possible that the input manifold is defective. Based on customer complaint reports, the input manifold was replaced as a preventive measure. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. Full UDI number: (B)(4).

Manufacturer narrative:
Other text: d4: UDI number is unknown; no information has been provided to date. G5: no 510k as product not sold in us. D3, g1, and g2 email is: (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that gas continues to come out ot the outlet of the main unit without switching between inhalation and exhalation. Patient involvement unknown.

Manufacturer narrative:
UDI related data quality updates only.